Manufacturer narrative:
Additional information was received that the patient's ipg did not work as well as it used to, did not hold a charge and took longer to charge. No device malfunction suspected.

Event description:
A report was received that the patient's ipg was non-functional. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient's ipg was non-functional. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure due to typical end of battery life. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient's ipg was non-functional. The patient will undergo an ipg replacement procedure.